Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her scs system. The patient reported her scs system was explanted last year (exact date is unknown) because she was not receiving stimulation in the desired areas. The patient stated she was receiving stimulation in her legs and not in her back.